Event description:
It was reported that model # 65650 per dealer that both brakes failed under normal use; lot number tag no longer on unit, dealer shows unit was delivered (B)(4) 2010. No patient injury reported, no additional information provided.